Manufacturer narrative:
Summary of eval: the results of the investigation indicate that the root cause of the hip pain could not be determined based on the limited info provided. Pain is a symptom of a complication that could be caused by multiple pt or clinical factors. Poly wear of the insert was expected after being implanted in vivo for approximately 24 yrs. It is most likely that this event was not device related, but rather pt or clinical factor related. It should be noted that biomet stem and head were used with pca cup and poly insert in the previous revision, which could affect the performance of the resulting mixed component implants.

Event description:
It was reported that, "pt was complaining of hip pain and was shorter on the one side, had a biomet stem and head in with our pca cup and poly, went to surgery doctor found cup to be secure as well as stem so replaced only poly and head adding some length with new head. Poly did have some wear (but was in since 1987) and was given no the pt hospital does not release any x-rays."